Event description:
It was reported that this patient initially received a single inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system when entering their car. Boston scientific technical services (ts) was contacted for device data evaluation. It was discussed the patient's rhythm amplitude had decreased, resulting in the inappropriate shock. It was recommended to bring the patient in for troubleshooting. However, a few days later, the patient received an additional three inappropriate shocks. The patient was hospitalized and the physician deactivated therapy from this s-ICD system. The physician is awaiting further ts assessment of the new shocks. At this time, the system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient initially received a single inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system when entering their car. Boston scientific technical services (ts) was contacted for device data evaluation. It was discussed the patient's rhythm amplitude had decreased, resulting in the inappropriate shock. It was recommended to bring the patient in for troubleshooting. However, a few days later, the patient received an additional three inappropriate shocks. The patient was hospitalized and the physician deactivated therapy from this s-ICD system. Subsequently, it was also noted the inappropriate therapy was the result of over-sensed sense b noise. The entire s-ICD system was explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The s-ICD system is expected for analysis, but has not yet been received.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined .

Event description:
It was reported that this patient initially received a single inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system when entering their car. Boston scientific technical services (ts) was contacted for device data evaluation. It was discussed the patient's rhythm amplitude had decreased, resulting in the inappropriate shock. It was recommended to bring the patient in for troubleshooting. However, a few days later, the patient received an additional three inappropriate shocks. The patient was hospitalized and the physician deactivated therapy from this s-ICD system. Subsequently, it was also noted the inappropriate therapy was the result of over-sensed sense b noise. The entire s-ICD system was explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The s-ICD system was received for analysis.